Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device is noisy, dizzy.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to device is noisy, dizzy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and unknown dust contamination /residue present and they found that the base unit is missing the accessory flip door and the button keypad cracked/chipped. The device evauated internally and unknown debris in tracks where front and outlet panels sit in top and bottom enclosures,unknown debris on outlet panel also manufacturer observed an unknown white residue along with mineral deposits indicative of water ingress motor housing and blower box housing and evidence of tobacco use also onserved keratin like substance around the blower box outlet,blue plastic piece was found within the airpath consistent of portion of the filter. The manufacturer observed mineral spots consistent with water ingress were found within blower box and motor casing also addressed water ingress,unknown dust/sirt contamination found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination and the presence of contamination throughout the airpath suggests a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there is presence of contamination in the airpath and there was no evidence of sound abatement foam degradation /breakdown observed.